Manufacturer narrative:
No device was returned for evaluation; photographs of the device were provided; however, the reported event was unable to be confirmed. The review identified that the glenosphere locking screw appears to have fractured. The cause of the fracture cannot be determined from the information provided but may be related to improper initial seating of the glenosphere, soft tissue/bone interposition, and/or an unreported traumatic event. There appears to be prosthesis wear located on the edge of the explanted humeral liner, consistent with impingement between the liner and native glenoid bone. Additionally, there appears to be wear along the articulating surface of the liner. The cause and extent of the wear cannot be confirmed from the information provided but may be related to abnormal articulation with the glenosphere and/or locking screw following the observed fracture. However, the series of event cannot be confirmed as the devices were not returned for evaluation and no pre-revision radiographs were provided. Operative notes and/or medical records were not provided for review of usage/ technique. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from the glenosphere locking screw fracture and prosthesis wear of the humeral liner. The cause of the fracture cannot be determined but may be related to improper initial seating of the glenosphere, soft tissue/bone interposition, and/or an unreported traumatic event. The observed wear on the liner appears consistent with a combination of impingement between the liner and native glenoid bone and abnormal articulation with the glenosphere and/or locking screw following the screw fracture. However, the series of events cannot be confirmed and potential contributions of user or patient-related considerations could not be assessed as the devices were not returned for evaluation and no radiographs or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly. D10: 80962004, 320-10-00 +0 adapter tray. 320-20-00 fixed angle torque screw.

Event description:
As reported, the patient underwent an initial left total shoulder arthroplasty. Subsequently, the surgeon noticed the glenosphere screw was loose, with the end disengaged during a left shoulder scope, necessitating a revision. During the revision, the baseplate and stem were found to be well fixed. The liner, tray, and glenosphere were replaced. Cultures came back negative for infection. Images provided appear to show wear of the humeral liner. The patient was revised to exactech devices. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.